Event description:
Reporter alleges pt had a surgical procedure for augmentation. Alleges also that pt following bilateral placement with 165cc, the right implant ruptured and the left had gel bleed. The implants had moderate cloudiness, minimum yellowing, thin capsules, class I infection, systemic problems, including arthritis, fibromyalgia, chronic fatigue, night sweats, hot flashes, chills, chronic headaches, dizziness, memory loss, dry mucus membranes, hair loss, rashes, sensitive to light/cold, scleroderma, weight gain, etc.